Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that when they last visited their dentist they found out that they suffer from periodontal disease. Their dentist will be doing treatment for their periodontal disease.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.